Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended, leading to a blood glucose level of 478 mg/dl. Customer stated that they would no longer be using the pump due to insulin delivery issues, which they alleged also exacerbated a pre-existing anxiety issue. Customer reverted to an alternate method of back-up therapy.